Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not charge batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical&impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not charge batteries. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) does not charge batteries. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
(Event site telephone number) is not provided. Additional information: e1(postal code) is not added in initial emdr. E1(postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.